Event description:
It was reported that during an open procedure, the clip could not be fed into the jaw properly and some clips fell out inside the patient's body. As the procedure was open, the fallen clips were retrieved. No clips were left inside the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.